Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigations did not reveal any device defect or problem. According to the patient report the device was removed intra-operatively due to six high channels of the active electrode. It is assumed that the observed symptoms were most likely due to a transient air bubbles over the electrode contacts. Investigation results go well in line with the description in the patient report. This is a final report.

Event description:
The surgeon implanted the device and in-situ measurements showed 6 channels with high impedance. The surgeon attempted to massage the implant site. Measurements were repeated with similar results. The device was explanted and a back-up device was successfully implanted. In-situ testing of the back-up device showed impedance on all channels within normal limits.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the surgeon inserted the device and in situ measurements showed 6 channels with high impedance. The device was explanted and a back-up device was successfully implanted.